Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of an eluvia self-expanding stent system with an unknown introducer sheath. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the handle is open. The inner liner is stuck inside the introducer sheath. There are multiple kinks along the outer sheath and middle sheath. The inner liner is separated at the clip. The middle sheath is separated at the retainer. Microscopic examination revealed no additional damages. The introducer sheath was x-rayed, and the proximal end of the separated stent is stuck inside. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that would have contributed to the deployment issue.

Event description:
It was reported that the stent partially deployed, and stent fracture occurred. The pre-dilated target lesion was located in the severely calcified, 100% stenosed distal superficial femoral artery (sfa). A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for the procedure to treat peripheral arterial disease (pad). After a contralateral approach and deployment of first 1/3-1/2 of the stent, the wheel was no longer functional, and neither was the blue pull. The device was opened to attempt to manually deploy, but the stent elongated and fractured, partially deploying in the sheath. A portion of the stent was forcefully removed, and non-boston scientific stents were placed to cover the sfa and over stent the fractured portion of the eluvia stent. The patient is expected to fully recover.